Event description:
It was reported that the lead had t-wave oversensing. Follow up information was received and indicated that the transmission showed reduced r-waves. The lead parameter was reprogrammed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.